Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The escape button was not working properly. The customer's blood glucose level was 112 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
All buttons functioning properly. However, found unlocked j2/lcd keypad connector during visual inspection. The pump was received with a scratched lcd window and a scratched keypad overlay.(B)(4)